Event description:
It was reported via repair work order that both side rails were not latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).